Manufacturer narrative:
Concomitant: product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type accessory. Product ID 8709, lot# l74355, implanted: 2000-(B)(6), explanted: 2014-(B)(6), product type catheter. Product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type accessory. Product ID 8709, lot# l74355, implanted: 2000-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had an infection and the pump ¿broke through his skin¿ later noted as pocket erosion. The primary location of the infection was the device pocket and catheter track. Other medications the patient was taking at the time of the event included bactrim and keflex. Perioperative antibiotics had been administered. The date of the onset/diagnosis of the infection was indicated to be 2014-(B)(6). It was confirmed the patient didn¿t have meningitis. The last refill date was not provided. A culture was obtained from csf (cerebrospinal fluid) however the type of organism cultured wasn¿t provided. Treatment included IV (intravenous) antibiotics. The pump was also removed. In terms of patient outcome, it was noted the infection resolved. The type of medication being delivered via the device system was unknown.